Event description:
Reporter alleged obtaining the results of 170 mg/dl, 465 mg/dl, and 240 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Incident as reported: robot assisted laparoscopic phyloplasty - "surgeon inserted trocar into an insufflated abdomen and lacerated the pt's iliac artery. This resulted in the surgeon having to convert the procedure to open. Surgeon claimed that he had lost control of the port during insertion into the peritoneal cavity."

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.